Event description:
It was reported that during use of the unspecified bd¿ IV catheter system the nurse successfully placed a peripheral venous indwelling needle on the patient. The tube was fixed and unobstructed. When the nurse was ready to take the liquid, the nurse found that the patient had a large amount of blood and soaked the sheets. It was found that the entire catheter was filled with blood, and a small crack in the upper part of the catheter was continuously bleeding. After the problem occurred, the nurse immediately stopped using the indwelling needle and stopped bleeding in time, and explained and comforted the patient. The follow-up patient agreed. Re-intubation, the patient caused more bleeding in this adverse event. Nurse found that patient bled a lot and wetted the sheets. After checking, they found a crack on the tubing, then changed a new one.the event caused bleeding in patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8155222. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples and photographs were returned. Measurements of the physical dimensions of the returned devices determined that they were out of specification for swage depth, making the cavity too narrow to hold the tubing adequately. Visual observation of the tubing determined that it had markings consistent with this, leading to leakage between the tubing and the adaptor. A review of the manufacturing process determined that the root cause is an obstruction of the swaging station¿s guiding camera during production. Although this is a rare occurrence, it is possible for the extension tubing to fall off the production line in a way that allows it to settle into a position that obstructs the guiding camera¿s eye, causing the swaging process to terminate prior to completion. The plant has optimized the camera system to prevent the reoccurrence of this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the unspecified bd¿ IV catheter system the nurse successfully placed a peripheral venous indwelling needle on the patient. The tube was fixed and unobstructed. When the nurse was ready to take the liquid, the nurse found that the patient had a large amount of blood and soaked the sheets. It was found that the entire catheter was filled with blood, and a small crack in the upper part of the catheter was continuously bleeding. After the problem occurred, the nurse immediately stopped using the indwelling needle and stopped bleeding in time, and explained and comforted the patient. The follow-up patient agreed. Re-intubation, the patient caused more bleeding in this adverse event. Nurse found that patient bled a lot and wetted the sheets. After checking, they found a crack on the tubing, then changed a new one. The event caused bleeding in patient.